Manufacturer narrative:
A steris service technician arrived onsite to inspect the table and found the table to be operating according to specifications. After discussing the reported event with user facility personnel the technician discovered that the table was being repositioned at the time of the reported event and that personnel had stated that the hand control became unresponsive during the time of the reported event. Upon further analysis it was seen that at the time of the reported event the unit had reported an error code which unlocked the table, resulting in hydraulic pressure loss. The 4085 surgical table operator manual states (2-3), "2.2 patient positioning and weight limitation: note: when positioning the patient on the table, note the following: 1) always check patient stability when patient is positioned." The technician performed all the necessary repairs, tested the unit, confirmed it to be operating according to specifications and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure with their 4085 surgical table in a slight trend position, the table was commanded to slide towards the head end when the table tilted to the floor. The patient did not fall off the table and facility personnel were able to stabilize the patient until the table could be repositioned. The procedure was completed successfully. No report of injury.